Manufacturer narrative:
(B)(4).

Event description:
It was reported during routine follow-up that the atrial lead had been disabled in the past due to noise. No patient symptoms were reported. The lead was explanted and replaced without complications during a system changeout procedure on (B)(6) 2015.